Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
Rp 011246 - the dentist reported that 4 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 20ncm of primary stability was achieved and the patient presented bone type IV.